Event description:
It was reported that the user experienced a low blood glucose event with readings of approximately 68 mg/dl on a continuous glucose monitor, treated with soda/pepsi per guidance, with subsequent readings increasing to approximately 71 mg/dl; the user also adjusted alarm volume and received additional training. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral carbohydrate administration as an unexpected medical intervention. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.